Manufacturer narrative:
(B)(4). Medwatch # mw5071211. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that total parenteral nutrition was compounded using an intravia container and a small piece of clear plastic was noticed floating in the final product. The particle was filtered out and discarded prior to dispensing the tpn from the pharmacy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided in a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.